Event description:
It was reported that a patient underwent an abdominal aortic aneurism procedure on (B)(6) 2012 and suture was used. During use, the needle pulled off the suture. The procedure was completed with a like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The root cause cannot be determined since the detached suture was not received and loose detached needle had no swaging anomalies. The force / technique used to detach suture from needle can not be determined.